Event description:
Subsequently, a replacement procedure was performed. This device was removed, replaced and returned for analysis. In addition, the three associated right ventricular leads were surgically abandoned and replaced.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that during the implant procedure, when the chronic right ventricular lead was connected with an adaptor to this device high out of range shock impedance measurements were obtained. Measurements with the previous device (ventak prism model 1857) were within normal range. Connections were verified. In addition, the different vectors were measured and displayed similar out of range measurements. Electrograms were normal. The procedure was ended without a shock delivery and further follow up will be performed. No adverse patient effects were reported. Additional information was obtained. A 1.1 joule shock was delivered. A shorted circuit error was observed. A decision was made to replace this system.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded this device was accidentally left on telemetry wand overnight. The continous telemetry communication resulted in the device into safety core. During analysis, the device was programmed out of safety core and into normal operation. Electrical testing was performed revealing no anomalies.

Manufacturer narrative:
This is the information known at this time. When additional information becomes available, this event will be updated.

Event description:
- -